Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ black particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported left side ¿repetitive seroma" and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a non-allergan implant. The capsule has been sent for a histopathologic study to rule out alcl.

Event description:
Additional events of "fragments of membranes composed of hyalinized fibrous tissue, with adherent fibrofatty tissue on the periphery. On the inner surface a histiocytic infiltrate is observed, with multinucleated giant cells, some encompassing birefringent foreign material. No mammary tissue is identified, nor signs of malignancy." And "slight chronic inflammation and fibrosis non-specific bilateral".

Manufacturer narrative:
F2201 - biopsy. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: repetitive seroma and baker grade IV for both sides. Visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side ¿repetitive seroma" and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a non-allergan implant. The capsule has been sent for a histopathologic study to rule out alcl.